Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation from the lifevest. She reported that she had red patches under the ECG electrodes that had darkened like a bruise as well as a burn-like irritation under her left breast. She reported that the skin had rubbed off due to the therapy electrode pad and that she was using antibiotic ointment and medicated body powder on the area. During a follow up with the patient on (B)(6) 2015, the patient reported that there was no open skin, bleeding, or discharge. During a subsequent follow up on (B)(6) 2015 the patient reported that the rash was actually her skin being "taken off" by the lifevest and that she went to urgent care. She was prescribed a steroid and told to keep the area dry after a shower. She reported that the steroid stopped the burning sensation and the removal of any additional skin, but she was still itchy and had bruising. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.